Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To address the issue the stm replaced the video receiver cable and video pcb. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(4). Full initial reporter name: (B)(6).

Event description:
It was reported that the display was blank or had lines on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Event description:
It was reported that the display was blank or had lines on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.